Event description:
It was reported that the motor not running was experienced.

Manufacturer narrative:
Other text: b5: additional information received on 08-sep-2022 via email and attached to complaint object: reporter stated they talked to surgery department. The tech found syringe pump not working, so they swapped it out with another syringe pump. So this syringe pump was not used on a patient. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had a broken bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Main pcb (printed circuit board) misaligned badly due to pump been dropped by customer. Realigned main pcb and upgraded the device software. The cause of the reported problem was traced to the customer damage of the device. A manufacturing review or a DHR (device history review) were not performed because the results of the complaint investigation do not indicate a problem with the manufacture or service of the device., corrected data: d4: correction: model number: 3500 h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.